Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the needle did not deploy as intended during activation.

Manufacturer narrative:
The returned device was in the not deployed state and the pink slide insert was not seen in the viewing window. The needle mechanism deployed as intended when the ratchet gear was manually rotated. However, inspection of the drive mechanism, found the commutator cap to have an abnormal scratch mark where the drive stall occurred. This indicates interference between the commutator cap and the chassis. The timing and cause of the mark is unknown, so it cannot be confirmed if this resulted in a drive stall and preventing the needle mechanism to deploy.